Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 33mg/dl. Reportedly, the cause was unknown. Additionally, it was reported that the pump did not annunciate for a continuous glucose monitor (cgm) alert. Subsequently, customer was hospitalized. Bg was treated with unspecified intravenous fluids. No information was provided regarding the release date; however, customer indicated the issue was resolved and no permanent damage was sustained.